Manufacturer narrative:
During ge healthcare checkout. It was found that the co2 canister not making good contact with the base of the absorber. Replaced the absorber base to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported high co2 and check absorber alarms. There was no reported patient involvement.